Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set was leaking. The following information was provided by the initial reporter: a new blood tubing leaking incident during set up. The incident occurred as the nurses were priming the newly opened blood tubing for blood transfusion. The leaking tubing was immediately removed from production and bagged. The product is standard bd alaris pump infusion blood set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material #2477-0007 and lot #25017207 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.